Event description:
Report alleges pt received breast implants in july 1972 of an unk MFR. Report also alleges pt had removal on an unk data and did not give any allegations for removal; however, physician stated medical need for removal was due to implants being very hard and encapsulated.

Manufacturer narrative:
Devices were returned for ID purposes only. Upon visual examination, one device was found to be intact with unk shell integrity, and the other device was intact without full shell integrity. The devices were returned to australia on nov. 18, 1996 with further evaluation.